Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable defibrillator (s-ICD) exhibited a battery depletion (bd) alert upon interrogation. The physician suspected the bd alert was the result of a prematurely depleting battery, as the remaining projected longevity had decreased from 40% to 14% over the course of six months. The device was subsequently surgically explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable defibrillator (s-ICD) exhibited a battery depletion (bd) alert upon interrogation. The physician suspected the bd alert was the result of a prematurely depleting battery, as the remaining projected longevity had decreased from 40% to 14% over the course of six months. A replacement procedure was scheduled within the next three weeks to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable defibrillator (s-ICD) exhibited a battery depletion (bd) alert upon interrogation. The physician suspected the bd alert was the result of a prematurely depleting battery, as the remaining projected longevity had decreased from 40% to 14% over the course of six months. The device was subsequently surgically explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.